Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex coronary artery. During prep, a 10mmx3.50mm wolverine coronary cutting balloon monorail ruptured prior to insertion in the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years of age or older. A visual and tactile examination of the returned device identified no kinks. The balloon was inspected and no tears or holes were present in the balloon. All blades were fully bonded onto the balloon and did not exhibit any damage. An examination of the tip section of the device confirmed that the inner extrusion inside the balloon had broken approximately 3mm from the distal edge of the tip. As a result, when an attempt was made to inflate the balloon, liquid leak out through the tip. This type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector without applying a sufficient vacuum to the device. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified left circumflex coronary artery. During prep, a 10mmx3.50mm wolverine coronary cutting balloon monorail ruptured prior to insertion in the patient. The procedure was completed with a different device. No patient complications were reported.